Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they developed a rash/ irritation from the adhesive on the pod. The pod was worn for 36 to 48 hours. Patient stated that once the pod is removed it takes more than 18 days for the irritated spot to heal. Patient went to the doctors and they prescribed them kenalog, an antibiotic cream to apply twice a day.